Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was in the swimming pool and the insulin pump received open book image on the screen. The customer¿s blood glucose level was unknown. Troubleshooting was done for the open book image. The customer reported that they got red x mark on picture of insulin pump with arrow pointing to an open book with a question mark on it. Customer was advised to discontinue use of the insulin pump and recommended refer to back up plan per healthcare professional's instructions. Customer was advised to place insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.